Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 of pd treatment there were 3 or 4 air detected in cassette warnings. The patient canceled treatment and found fluid in the pump module area and on the external part of the cassette. Technical services told the patient to let the cycler sit and dry before trying to use it again. In a follow up the patient's pdrn said the patient did not encounter any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the leak and has not had any further issues. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 of pd treatment there were 3 or 4 air detected in cassette warnings. The patient canceled treatment and found fluid in the pump module area and on the external part of the cassette. Technical services told the patient to let the cycler sit and dry before trying to use it again. In a follow up the patient's pdrn said the patient did not encounter any harm, adverse event or intervention associated with the leak. The patient has been able to use the cycler ever since the leak and has not had any further issues. The cycler set is not available to return as a sample.